Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: for the first psee60a, did the device fully fire and stop during the automatic knife return? Yes, the knife stopped at the distal end after the device fully fired. If no: did the device lock-out (no staples deployed and no cut line started)? Did the device start to deploy staples and cut but could not be completed (partially fire)? No information. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Na was buttressing material utilized? If so, which product? No information.

Event description:
It was reported that during a laparoscopic gastrectomy, the knife did not return to the home position at the fourth firing. The device was used for delta-shaped anastomosis. The device was released with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n56x0e. The analysis found that one psee60a device (a) was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.